Event description:
It was observed that during the device evaluation, the subject device had cut on pink rubber, missing ke45 at forceps cover there was no patient involvement.

Manufacturer narrative:
The complaint was reported because the scope will not inflate balloon. The product was returned to the olympus. The product analysis confirmed that the device had cut on pink rubber, missing ke45 at forceps cover, minor scratches at cover and cracked rubber glue. The complaint was not confirmed; however the device had cut on pink rubber, missing ke45 at forceps cover, minor scratches at cover and cracked rubber glue. The most probable cause of the complaint is no problem detected either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.